Event description:
It was reported that the user accidentally swam with the ilet, after which the device became unresponsive with a black screen and would not charge despite a functional charging pad, consistent with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at the seal consistent with moisture ingress and resultant device moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.